Event description:
The customer called to report that she was taken to the hosp after experiencing a low blood glucose reading of 19 mg/dl. The customer stated that there were discrepancies with the sensor glucose and blood glucose readings. Troubleshooting was performed. Found that the customer was calibrating too many times per day, calibrating after meals, and using two different blood glucose meters. Advised the customer of proper calibrating instructions. Advised the customer to call back if further assistance was needed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see also MFR report number 2032227-2011-02504.